Event description:
Additional information received reported that the patient was doing well.

Event description:
Additional information received indicated that the information reported in MFR. Report #3007566237-2015-00573 applies to this event. Any additional information received will be included as part of this report.

Event description:
It was reported that during a procedure, it looked like all four blue segments of the lead were seen but the impedances were over 4000 on all bipolar pairs. They tried removing and replacing and wiping the lead, but it didn¿t fix the issue. The implantable neurostimulator (ins) wasn¿t implanted, it was switched out, and the new ins worked without a problem. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nbf2, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
¿Device evaluated?¿ was not updated to ¿yes¿ in error. This section has been corrected.

Manufacturer narrative:
Additional information received indicated that the event date was unknown and the previous entry in this section should be deleted. Additional information received indicated that the implanted date was unknown and the previous entry in this section should be deleted. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that the ins setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.